Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out. It was noted that the right atrial lead exhibited high capture thresholds and high impedance. The lead was capped and replaced successfully on (B)(6) 2017. The patient tolerated the procedure well, no complications.

Manufacturer narrative:
MFR date: should have been may 4, 2009 rather than blank. (B)(4).

Event description:
New information states that the physician confirmed that the lead was fractured.